Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was observed to have an unknown failure. The procedure was completed. Intuitive surgical inc., (isi) followed up with the initial reporter however, additional information could not be provided regarding event details. It was stated that there were no reports of patient injury.